Event description:
As reported, during laparoscopic hernia repair procedure, 3dmax mesh was opened and found that the mesh was frayed at the edges. The mesh was not used. There was no reported patient injury.

Manufacturer narrative:
As reported the sample is available for return, however, has not been received to date. Based on the information provided and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records shows product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in march 2023. If/when the sample is returned a supplemental MDR will be submitted to document the evaluation results. Addendum: this is an addendum to the initial MDR to document the sample evaluation results. Evaluation of the returned sample finds for multiple cracks / tears in the edge seal of the mesh as reported. Based on sample and manufacturing process evaluation performed, returned sample condition is determined to be a manufacturing-generated condition. Awareness notification was provided to all appropriate manufacturing personnel. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.

Manufacturer narrative:
As reported the sample is available for return, however, has not been received to date. Based on the information provided and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records shows product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in march 2023. If/when the sample is returned a supplemental MDR will be submitted to document the evaluation results. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during laparoscopic hernia repair procedure, 3dmax mesh was opened and found that the mesh was frayed at the edges. The mesh was not used. There was no reported patient injury.